Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer successfully reset the pump with assistance from technical support and was instructed to continue using the pump, with a recommendation to call back if the malfunction recurs.